Event description:
The report was from the study. The pt was a male, with a history of CABG, open heart surgery within 6 weeks of the index procedure, smoking, coronary artery disease, and hypertension. The target lesion was the left internal carotid artery. Pre-procedure stenosis was 95% lesion length was 25mm and diameter was 7.9mm. The lesion was mildly calcified and tortuous. A precise pro rx 8 x 40 was deployed at the target lesion. An angioguard rx, size 5 basket, was successfully deployed and retrieved during the procedure. Post-procedure stenosis was 10%. There was no neurological deficit when the pt left the angiography suite. Five days post-procedure (2009), the pt experienced aphasia and presented to the ER. Admitting diagnosis on the same day was intracerebral hemorrhage. The pt had a left craniotomy for the evacuation of the hematoma six days later. The pt was discharged to a hospice facility a week later, and expired six days later, cause of death is unk at this point. The site is awaiting the death certificate.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.